Event description:
Male leur lock cracked off in a pt's central line. The rn's who were present suggest strongly it was the bloodline and not the catheter. The physicians were able to get the leur lock out and didn't have to replaced the catheter. The pt had to be sent to the or to have the catheter replaced. Once there, the physicians were able to remove the cracked luer lock without having to replaced the line. No blood loss, the treatment was finished and no injuries.

Manufacturer narrative:
The cartridge blood set from this incident was not retained for inspection. The gambro cartridge blood set used during this treatment was from catalog number 003410510 and lot number 03m15746. The retain samples from lot number 03m15746 were submitted for visual inspection, physical characteristics and functional test, there are no issues that can be contributing to the incident reported, no defects, no failures and all specification were met. A review of the DHR of the components used in the assembly of the lot 03m15746 was performed, all production and quality criteria were met. No blood loss, the treatment was finished and no injuries.